Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed; the exact location of the air bubbles was not provided. Reportedly, the customer did not perform the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique. Reportedly, the customer changed pump supplies to resolve the issue. Blood glucose level was 200mg/dl.